Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grand mother reported via phone call indicating that the insulin pump alarm of no power. Customer's blood glucose was 403 mg/dl. Customer stated that they receive a low battery alert prior to the off no power . Customer stated it was less than 24 hours. The customer was advised that this is normal behavior and to install a new battery. The customer was advised to monitor the device and call back if problems persists. The customer's grand mother reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose was unknown mg/dl. The customer stated they were not able to remove the battery cap. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.